Manufacturer narrative:
Investigation summary one photo was submitted by the customer. The customer complaint of tubing kinked could not be verified upon investigation of the photo provided. A device history record review for model 10013364t lot number 22119188 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10013364t lot number 22109089 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 12 bd alaris¿ smartsite¿ texium¿ secondary set experienced tubing kinked. The following information was provided by the initial reporter: "we had a incident yesterday with a secondary set (bd 10013364t) that simply snapped right at the drip chamber, causing a chemo spill. Since this was both a chemo spill and the second of such occurrences (the first time we assumed a fluke, and it didn¿t cause a spill), I checked all of the other secondary sets we have on hand. I found 12 total (of about 200) across two different lots that were kinked right at the drip chamber, some very badly kinked, and we think this weakened the line and caused it to snap... Was there any patient impact or adverse events? No significant impact beyond minor delay in patient care."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 22119188; medical device expiration date: 16-nov-2025; device manufacture date: 16-nov-2022; medical device lot #: 22109089; medical device expiration date: 10-oct-2025; device manufacture date: 05-oct-2022.

Event description:
It was reported that 12 bd alaris¿ smartsite¿ texium¿ secondary set experienced tubing kinked. The following information was provided by the initial reporter: "we had a incident yesterday with a secondary set (bd 10013364t) that simply snapped right at the drip chamber, causing a chemo spill. Since this was both a chemo spill and the second of such occurrences (the first time we assumed a fluke, and it didn¿t cause a spill), I checked all of the other secondary sets we have on hand. I found 12 total (of about 200) across two different lots that were kinked right at the drip chamber, some very badly kinked, and we think this weakened the line and caused it to snap. Was there any patient impact or adverse events? No significant impact beyond minor delay in patient care.